Event description:
It was reported that a device was used during an unknown procedure. It was reported by the rep that the hand piece is producing constant solid tones. Test tip was used to confirm that hand piece is no longer working. The case was completed with another hp052. There was no patient consequence.